Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient was hospitalized due the cgm reading not being accurate and being unreliable. The patient declined to provide further information regarding symptoms, treatment and duration of stay at the hospital. No cgm and no blood glucose readings were reported. At the time of the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient was hospitalized due the low blood glucose readings and that the cgm reading was not being accurate and was being unreliable. The patient declined to provide further information regarding symptoms, treatment and duration of stay at the hospital. No cgm and no blood glucose readings were reported. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
B5: describe event or problem - additional. H2: correction/ additional information. H6: health effect clinical code - correction.